Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the customer complaint for probe damage error. A u509 probe damage error was generated when the jaw was closed and the device activated. The evaluation also found the teflon pad completely detached and missing from the device, exposing metal underneath the pad. Char marks were also found on the probe. Based on similar reports, a potential cause for mechanical and thermal damage to the teflon pad and probe is operator¿s technique. The device instruction manual contains several warning statements to prevent this damage: ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected.¿ ¿do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects.¿ and ¿do not activate output while applying the probe tip to the tissue with a strong force, grasping a thick tissue, or twisting the handle.¿ as a preventive measure in the event of device malfunction, the instruction manual also recommends that a spare device be available during the procedure.

Event description:
Olympus was informed that during a gynecological procedure, the device generated a probe damage error while working on fallopian tubes. There was no reported patient injury or device fragment fallen into the patient. The procedure was completed with another similar device.

Manufacturer narrative:
This supplemental report is being submitted to make a correction on the procode from gei to lfl.